Event description:
Approximately one year post bivad implantation, this patient presented to the emergency department with high watt alarms from his rvad. Preliminary log file analysis revealed a rise in power consumption above normal operating parameters. The patient's international normalized ratio (inr) was therapeutic; however he had recently been hospitalized for treatment of bacteremia. A bivalrudin drip was initiated and the patient's right heart function was evaluated to determine the next course of action. The pump will not be returned to the manufacturer for evaluation as it remains implanted in the patient. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the high power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additional information ((B)(4) 2016): additional information reported: the thrombus was not confirmed just suspected based on log files and lab results. The rvad was turned off because rv function had improved. The patient has done well since then with just lvad in place. Pump thrombus is a known potential complication associated with all patients implanted with vads as outlined in the instruction for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU address guidelines for optimal patient management including medical management and the therapeutic anticoagulation guidelines to minimize the risk. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.